Event description:
It was reported that the pt is experiencing pain, limited movement of the left leg where the implant is and difficulty sleeping. Pt stated that she cannot walk and cannot put weight on the left leg. An MRI shows fluid in the hip. Pt had blood work that shows elevated metal levels.

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report. At this time, the pt was unable to identify the devices implanted. However believes them to be either rejuvenate or abg ii. Add'l info has been requested and if received, will be provided in a supplemental report.